Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a coronary stenting interventional procedure. Reportedly, the clip did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip did not deploy was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that there was calcification at the access site. The starclose se instructions for use states, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Do not deploy the clip in areas of calcified plaque. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the event was reported to have occurred in (B)(6) 2013. (B)(4): failure to follow steps. Per the instructions for use- precautions, do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.